Event description:
Customer reported via phone, the insulin pump had alarmed button error after she stored it in her bra. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, moisture damage was found on the keypad traces during visual inspection. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked case at display window corner, minor scratches on the lcd window, and scratched reservoir tube threads. Device was received with original belt clip and no anomalies were noted to the belt clop slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.